Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that at pre-discharge the patient was nauseous and vomiting. The left ventricular lead exhibited high thresholds. A chest x-ray confirmed the lead was dislodged. The patient would be monitored.